Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: during a wce-1713 zenith alpha thoracic post market retrospective study cook became aware of this event. On (B)(6) 2021, this 86-year-old female patient was routinely treated for fusiform thoracic aortic aneurysm with placement of a zta-p-40-217. No information about anatomy or landing zones was provided. Prior to the study procedure, thoracic aortic fenestration was performed on (B)(6) 2015. A follow-up x-ray on (B)(6) 2021 revealed no evidence of device issue. Follow-up CT on (B)(6) 2022 revealed no device issues and no endoleaks. Follow-up CT on (B)(6) 2024 revealed no device issues and type ia and type ib endoleaks. No secondary intervention was performed to treat the endoleaks. No adverse events have been entered. The patient remains in the study; data collection is ongoing. The complaint reported by the user was confirmed. The complaint is confirmed based on customer testimony and/or sales representative testimony. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. Complaint is related to the stent graft which is still implanted in patient. A review of the manufacturing records did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. There is no evidence to suggest that the user did not follow the instructions for use or label. No information about anatomy, diameter or length of the proximal and distal sealing zone is provided. A definitive cause could not be determined from the investigation. Possible causes could be or aortic anatomy or inadequate sealing zone including length and diameter of stent graft in relation to the aortic lumen. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study (wce-1713: zenith alpha thoracic post market retrospective study): synopsis: type ia and ib endoleaks were noted 1042 days post-procedure. On (B)(6) 2021, this 86-year-old female patient was routinely treated for fusiform thoracic aortic aneurysm with placement of a zta-p-40-217. Prior to the study procedure, thoracic aortic fenestration was performed on (B)(6) 2015. A follow-up x-ray on (B)(6) 2021 revealed no evidence of device issue. Follow-up CT on (B)(6) 2022 revealed no device issues and no endoleaks. Follow-up CT on (B)(6) 2024 revealed no device issues and type ia and type ib endoleaks. No secondary intervention was performed to treat the endoleaks.